Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. Date of event is an approximation. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm was reading 250 mg/dl and the blood glucose reading was 475 mg/dl. The patient tried to calibrate but this was unsuccessful. The patient started to experience throwing up and had high ketones (no specific value reported). No self-treatment was done, and the patient was brought to the hospital but their mother. At the hospital the patient was diagnosed with diabetic ketoacidosis, and received intravenous treatment with fluids, insulin and reglan. The patient was discharged after spending 2 days at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.